Event description:
It was reported that the patient experienced withdrawal with exaggerated rebound spasticity and muscle rigidity. The increased spasticity had been going on for a few days. The dose was increased on (B)(6) 2010 from 50ug/day to 72ug/day with no response. On the day of the call, the patient was very stiff and lethargic; the healthcare provider gave a 50ug bolus with no response. It was noted that the patient did not have a fever or hypotension. Per the reporter, the patient was taking a lot of pain meds. The patient was intubated following a bout of severe spasms on the exam table. "The spasms were so bad she couldn't open her mouth" and she was having difficulty breathing. The pump was stopped; the hcp was planning to restart the intrathecal lioresal (500 mcg/ml) as soon as possible. The patient was admitted to the hospital to do a work-up. A dye study was performed and everything was fine. When the pump was turned back on, the dose was increased. The patient remained intubated over night and eventually became "looser". As of (B)(6) 2010, the patient was no longer intubated and was being monitored. They still didn't know the cause for the patient's symptoms. It was noted that the patient had "a convoluted medical history"; she was on pain meds, anti-depressants, and oral baclofen. The doctor wanted to titrate her off the oral baclofen and increased the intrathecal baclofen from the pump. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).